Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Troubleshooting was performed and confirmed the device to be operating as intended. At the patient¿s request the system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section h6. Component code - previously reported as part/component/sub-assembly term not applicable (4755) has been updated to generator (825). Additional information: section d4 - expiration date. Section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The evoke scs system was returned to saluda. The leads were returned cut near the proximal end and could not be functional tested. The cls was returned with no visible outer damage and passed all functional testing. The root cause of the inadequate pain relief could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."